Event description:
A female patient underwent a peripheral intervention via antegrade access with a 6f procedural sheath in 2009. Peri-procedural anticoagulation was administered (medication unk). The physician, trained to the mynx procedure, proceeded to use the mynx device for femoral artery closure. Exact location of the stick is unknown, however, it was reported to be in the common femoral artery. Following device deployment and removal, initial hemostasis was good, however, after transfer to recovery, an access site bleed was noted along with a drop in systolic blood pressure. The patient was reportedly transfused 2 units of blood. As of the following day, the patient was stable with no report of additional clinical sequela. No additional information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on information received and investigation performed, the root cause of the reported bleeding could not be determined. It was reported that peri-procedurally, the patient was administered an unknown type of anticoagulation medication. Per the mynx instructions for use (IFU), the safety and effectiveness of the mynx have not been established in patients who are currently receiving glycoprotein iib/iiia platelet inhibitors. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of the lot release testing and a documentation review by the quality department.